Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station se.ms drawer 3.2 pockets d1, d3 and d5 were failed to release or not detected on bus. Customer stated that system was fully rebooted twice, but still unable to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 row d was not detected on bus. A field service engineer (fse) reseated the row board cable on both the drawer board and the row boards, then rebooted the system which gave the same results. The fse subsequently replaced the row board cable which resolved the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.